Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 50 mg/dl at the time of the incident. The customer ate some carbs and it went to 130 mg/dl, but was at 85 mg/dl at the time of the call. The customer used carbs to treat and did not understand why they went lower after consuming carbs. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer stated that he was told that his body does produce some insulin and that could explain the lows. The customer also reported that 4 to 5 months ago, they felt their levels drop, and went to the emergency room after eating some food and they were told that their meter was reading lower than the hospital meter. The insulin pump will not be returned for analysis.